Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that reason for return was due to failed calibration. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to be missing the tamper seal and battery door. The event log revealed no evidence of the reported problem. Upon function testing, the reported problem was duplicated. The root cause of the reported problem was an inoperable downstream occlusion sensor due to excess locktite. The downstream occlusion sensor was replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: b5: additional information received on 29-aug-2022 via email and attached in complaint object: all issues with this device were found during testing at our facility. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.